Event description:
It was reported that immediately after the doctor said something had flown through the air during a therapeutic thyroid surgery, he confirmed that there was a long, white foreign object about 1 to 2 mm in diameter outside of the thyroid gland. All the doctors and nurses checked their gloves and there were no damages. When the facility staff looked at the ultrasonic surgical device, they noticed that part of the tip was floating, and they believed that the tissue pad had most likely came off. Thereafter, the procedure was completed using a similar product. There was no report of internal shedding or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was partially confirmed. The tissue pad was found to be worn out and partially peeled off; however, there was no foreign material examined. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the peeling of the tissue pad occurred by the following mechanism. 1) at the time of seal and cut output, the tissue pad was worn out because there was no grip between the gripping part and the probe tip (including after the tissue was cut). 2) a part of the tissue pad peeled off due to abnormal heat generation due to friction between the gripping part and the probe tip. The event can be detected/prevented by following the instructions for use which state: do not close the gripping part and seal and cut output when there is no grasping between the gripping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissue or blood vessels in seal-and-cut mode, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.